Manufacturer narrative:
Information was reviewed and corrected. (B)(4).

Event description:
It was reported that the surgeon was using the blade for about 15 minutes and then it started to shearing and the inside of the shaver blade shaft became really stiff and couldn't be easily pulled apart to be cleaned.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.